Event description:
The staff brought a broken bed to the bed shop. Technician found the brakes don't hold.

Manufacturer narrative:
Technician found the stiffner bent and the bearings worn out. Technician replaced the stiffner and bearings. The brakes operate normally. No injury reported.